Event description:
Bilateral silicone breast implants removed due to disolved outer shell on implants. Both prostheses had ruptured. Gel was present in and around the segment of fibrous capsule in one prosthesis. Gel was exposed in the second prothesis. This device is available for on-site inspection for a period of sixty days from the date of the incidentinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.